Manufacturer narrative:
Siemens filed an initial MDR 2517506-2019-00353 on 16-sep-2019. Additional information (14-oct-2019): siemens has reviewed the information provided and the service actions performed by the customer service engineer (cse). The replacement of parts is considered normal troubleshooting/maintenance for issues of this nature. System verification indicates acceptable performance after the customer service visit, and there have been no other issues reported by the customer. The repeat of the same sample yielded expected results. A potential product issue was not identified. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report the incident. Quality control (qc) results were acceptable at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced, aligned and primed the sample (s1) probe, verified the bottom of cuvette container (bocc) and ran a quick instrument check that passed. The cse reset the instrument, ran service methods that were within specifications. Quality control (qc) was run and acceptable. Siemens is investigating the event.

Event description:
Discordant, low carbon dioxide (co2) results were obtained on three patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The same patient samples were retested on an alternate dimension vista instrument, resulting higher. The higher repeat results were reported to the physician(s) as the corrected results. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant low carbon dioxide (co2) results.